Event description:
On (B)(6) 2021, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this 88-year-old female pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient's porn, it was reported this patient was hospitalized on (B)(6) 2021 for shortness of breath. It was found the patient's dyspnea was due to pulmonary edema caused by poor ultrafiltration during ccpd therapy on the liberty select cycler at home. The patient did not have dyspnea during the pd treatment, but symptoms presented shortly after the pd treatment was completed. The patient's pd catheter (not a fresenius product) was found in malposition which contributed to drain complications and fluid retention during ccpd. The patient's pd catheter was repositioned during this hospitalization; however, the patient's drain complications persisted. The patient is currently being tested for membrane failure and may transition to hemodialysis for renal replacement therapy if drain complications with poor ultrafiltration persist. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient's dyspnea caused by pulmonary edema, drain complications caused by a ma I position of their pd catheter and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler with persisting ultrafiltration and drain complications post-discharge. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).